Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 252 mcg/ml concentration at 46.78 mcg/day dose, clonidine, 215 mcg/ml concentration at 39.91 mcg/day dose, bupivacaine, 16000 mcg/ml concentration at 2970 mcg/day dose and baclofen, 4000 mcg/ml concentration at 742.6 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and cva (stroke) das system. It was reported that patient was due for a refill and the rep was using tablet/app. The rep went to the hospital today to interrogate a intrathecal baclofen pump for the hcp. The pump logs read that the low reservoir alarm occurred on (B)(6) 2018, then the empty reservoir alarm occurred on (B)(6) 2018. The patient unexpectedly had to be admitted to the hospital so they missed their refill. The patient was being managed with oral medication. The patient was doing ok and was not experiencing "any severe withdrawal symptoms". The hcp stated they did not have the drug to fill the pump at this time and were wondering if they should put saline in the reservoir. The rep was not currently with the patient. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the admitting was unexpected but unrelated to the device/therapy. No further complications were reported.